Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance with an increase in thresholds. Insulation damage and lead fracture were suspected. The lead was reprogrammed and remains in use while further action is decided. No patient complications have been reported as a result of this event.